Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a surgical procedure the outer sheath broke free from the attachment. There were no adverse consequences, no medical intervention and no surgical delay reported.